Manufacturer narrative:
(B)(4). Batch # m93g0l. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: after there was a crunching noise and the device was closed on the tissue, did the jaws open? Or, were the jaws closed on the tissue and would not open? Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? The surgeon wasn't firing on a vessel, it was some non-vascular tissue. From what I could see, the jaws were not stuck on any tissue. Since he couldn't open/close the jaws he immediately removed before pulling the other device

Event description:
It was reported that during a colorectal resection procedure that the jaw would not close, the surgeon pulled hard on the handle, and he heard a crunching sound. It had been closed on tissue, but was removed and there was no bleeding or oozing. It's unknown how it was removed. A competitor's device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m93g0l. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.